Event description:
The patient was readmitted and released.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of red heart alarms was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded from december 29, 2019 to january 25, 2020. There were routine power cable disconnect and low voltage advisory when connected to 14v batteries until (B)(6) 2020 when brief motor stopped, low flow hazard, low battery hazard and no external power alarms became active. The next entries revealed that the system resumed normal operation and at 23:45 there was another incident of speed reduction to 0 rpm accompanied by motor stopped and low flow hazard alarms. The voltage levels recorded in the log file suggested that the system was connected to 14v batteries through the entire log file. The system controller was functionally evaluated and the investigation determined that the controller was operating as expected. A full functional test was performed and the system controller passed all test steps. The investigation was unable to identify a correlation between the returned system controller and the atypical events captured in the log file. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the new controller. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced pump stops while connected to the system controller. The alarms also occurred while the patient was connected to batteries and to ac power supply. A manual examination of the driveline was performed as well as an x-ray. There were no reported abnormalities found on the driveline. The patient raised arms and turned trunk but no pump stops occured. The patient's controller was exchanged and the pump stops were resolved. The patient was released home. No further information was provided.